Event description:
The customer reported the wig wag brake was loose. No patient injury was reported.

Manufacturer narrative:
The ge service rep ordered and replaced the mount and wig wag brake. The system is operating as intended.